Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, g1, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged charged coupled device (ccd) unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blurry image due to damaged charged coupled device (ccd). The most probable cause was traced to a component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope exhibited a blurry image. The issue occurred during a diagnostic upper digestive endoscopy wherein the procedure was prolonged. There were no reports of patient harm.